Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded atrial fibrillation (af) episodes due to noise oversensing. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, troubleshooting took place in the clinic and noise was very difficult to reproduce. The secondary vector was very small and had a lot of myopotentials, which makes it a complicated program. An x-ray was in progress, and with the x-ray at the implant, it was showed a non-optimal position of the electrode and the s-ICD. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient received an inappropriate shock. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned for analysis.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded atrial fibrillation (af) episodes due to noise oversensing. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, troubleshooting took place in the clinic and noise was very difficult to reproduce. The secondary vector was very small and had a lot of myopotentials, which makes it a complicated program. An x-ray was in progress, and with the x-ray at the implant, it was showed a non-optimal position of the electrode and the s-ICD. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded atrial fibrillation (af) episodes due to noise oversensing. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, troubleshooting took place in the clinic and noise was very difficult to reproduce. The secondary vector was very small and had a lot of myopotentials, which makes it a complicated program. An x-ray was in progress, and with the x-ray at the implant, it was showed a non-optimal position of the electrode and the s-ICD. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient received an inappropriate shock. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned for analysis.